Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that an unspecified bd needle experienced leakage during use. The following information was provided by the initial reporter: caller reported needle is syringe is leaking. Number of occurrences ¿ 1. Did the caller insert the needle into the cartridge and encounter fill resistance? ¿ no. Product with issue - bd 3ml syringe, pn 309657. Product lot # - 0044630. Did issue cause any injury? ¿ no. Did customer require medical intervention? - no, customer received normal assistance by a 3rd party but was not incapacitated due to issue. Is product manufactured by bd? ¿ yes.

Manufacturer narrative:
Unknown manufacturer: (B)(4). Device expiration date: unknown. Initial reporter occupation: sr. Global post market surveillance specialist. Device manufacture date: unknown. (B)(4). Investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that an unspecified bd needle experienced leakage during use. The following information was provided by the initial reporter: caller reported needle is syringe is leaking. Number of occurrences: 1. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Product with issue: bd 3ml syringe, pn 309657. Product lot # 0044630. Did issue cause any injury? No. Did customer require medical intervention? No, customer received normal assistance by a 3rd party but was not incapacitated due to issue. Is product manufactured by bd? Yes.